Manufacturer narrative:
On september 26, 2023, mentor became aware that incorrect manufacturing record evaluation (mre) statement was mistakenly submitted under initial submission. The correct statement is as follows: "since no lot number was provided, no manufacturing record evaluation could be performed." Manufacturer¿s reference number: (B)(4) incorrect manufacturing record evaluation (mre) statement was mistakenly submitted under initial submission.

Manufacturer narrative:
On october 3, 2023, per clinician review of additional information received on september 5, 2023, the coding has been updated under section h. The event has been captured under manufacturer report number 1645337-2023-10294. There will be no further reports submitted under this reference number (1645337-2023-11305) to prevent duplicate reporting of the same event. Manufacturer¿s reference number: (B)(4) coding and information update per clinician review.

Event description:
It was reported that a 37-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants and experienced unknown side breast implant rupture. The patient underwent bilateral replacement surgery with catalog number 3508004bc; serial number (B)(6) on the left side, and with catalog number 3508004bc; serial number (B)(6) on the right side on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).